Event description:
Discordant, falsely elevated troponin results were obtained on two patient samples on an advia centaur cp instrument. The discordant result of patient 1 was reported to the physician(s), who treated the patient for a possible myocardial infraction based on the result and other clinical data. The discordant result of patient 2 was not reported to the physician(s). New samples were obtained from both patients and tested on the same instrument, resulting lower. The original samples were then repeated on the same instrument, also resulting lower. The customer provided repeat results but it is unknown if the results are of the redraw samples or original samples. The corrected results were reported to the physician(s). It is unknown if there are adverse health consequences due to the discordant, falsely elevated troponin results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse instructed the medical technologist to replace a faulty wash 1 pump prior to service arrival. Precision studies were run, resulting within range. After evaluation of the instrument and instrument data, the cse replaced the pump segments and waste tubing. The cause of the discordant, falsely elevated troponin results was a faulty wash 1 pump. The instrument is performing according to specifications. No further evaluation of the device is required.